Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) checked the data files and it was confirmed that the epgs did not pass calibration on 12/16/2015 at 7:44 am but then it passed calibration at 8:34 am on the same day. Fsr tested extensively with three calibrations, followed by testing. This calibration and testing cycle was done three different times throughout the afternoon. During testing, the o2 sensor passed calibration everytime, and the gas system performed to specifications during all testing. Fsr also removed and opened the epgs for visual inspection and all appeared appropriate. No parts were replaced. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. There was a delay in the case of 45 minutes to an hour. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: the perfusionist (ccp) stated there were three different units involved in this case. During set-up, the epgs (device number one) failed calibration. The user elected to change to a back-up unit (device number two), but the back-up unit had a dead battery, so it was taken out of service. As a result, the user changed out to a third device. The third device was used for the procedure. The user attempted to re-calibrate device number one and it passed. Since the unit passed calibration, it was used as a back-up. Due to this issue there was a delay in the case of approximately 45 minutes to an hour. According to the complaint record, it was believed to be a result of insufficient air/o2 pressures coming into the or, leading to inefficient gas flow to the pump, causing the inability of the pump to calibrate. The case was completed successfully and without associated blood loss. There was no harm reported.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed by data log analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
Correction: the reported issue occurred during set-up of the device for a cardiopulmonary bypass procedure.